Event description:
Related manufacturer reference number: 2017865-2024-22355. It was reported the patient presented with a pacemaker with a battery that prematurely depleted, and a right ventricular lead that exhibited low pacing impedance. The pacemaker was explanted and replaced. No changes or intervention was reported regarding the right ventricular lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.